Manufacturer narrative:
A ge service representative performed an on site investigation. The power key switch and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up. There are no reports of patient injury or death associated with this event.